Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with heavy tortuosity, moderate calcification and 100% stenosis, a 1.5x12 trek dilatation catheter was advanced and inflated at the lesion. A 2.0x15 rx voyager dilatation catheter was advanced without resistance and inflated; however, on the fifth inflation at 8 atmospheres the balloon ruptured. The 2.0x15 rx voyager dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, the lesion was sufficiently expanded and a 3.0x38 xience prime was implanted at the target lesion. Post dilatation was performed and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide catheter: wizard3, guidefirst. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.